Event description:
The company received a report where it was claimed that "when the broncho cath was inserted into the patient using a bouji introducer, when it was discovered that a part of the bouji shaved off reportedly caused by a sharp edge at the top of the bronchial tube lumen. The patient had to have a bronchoscope procedure and consequently the piece of plastic that was lodged in the lung had to be removed". It was further noted that, "following the bronchoscope procedure, the patient did not suffer any adverse event".

Manufacturer narrative:
Evaluation of the complaint sample covidien device and non covidien "blue bougie" found that "there is damage to the tip of the "blue bougie introducer" with part of the introducer shaved away". "Examination of the bronchocath tube shows no sign of any defect". The "blue bougie" was placed in a specification stock broncho cath". "Difficulty was noted in removing the "blue bougie" at the y-adaptor. Shavings were visible at the transition point of y-adaptor and tubing. There is no defect with the broncho cath tubes inspected". External review of literature finds a (B) (4) notice indicating a situation where an "airway intubating catheter may be damaged when used with a double endobronchial tube and should only be used with an appropriately sized single lumen endotracheal tube. Reports were received of small pieces of blue plastic being found in patients' bronchi or lungs following." Information will be added to the database and trends will continue to be monitored.